Event description:
It was reported that the device was used for a higher anterior resection to take ima and imv. No problems noted with the instrument during the procedure, (B)(6) 2012. The surgeon had to re-operate on the (B)(6) because the patient had hematoma from the middle of the staple line on imv. Surgeon used endo loop x2 to occlude the bleeding. Patient recovered following second procedure, drain required. Device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: how did the patient present? N/k. How did the staples appear at the time of the reoperation? Staples formed but hematoma present. Does the surgeon typically skeletonized the ima and imv prior to firing the device? Yes. Where exactly was the hematoma located? Within the staple line? Next to the staple line? Within the staple line in the middle. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? None white on imv and white on ima. Was the instrument fired across or near an existing staple line or clip? No. What were the patient's pre-existing conditions? Unsure. How is the patient currently? Recovered. Is the patient expected to have a full recovery? Yes.